Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Ast test was performed and passed. No fluid leaks were observed in the test cassette during the accelerated stress test. The valve actuation test passed. The system air leak test passed. A post-ast 2 hour 15 min 8500 ml simulated treatment was and completed. There were no unusual sounds observed during treatment. The mushroom head check passed. The cycler tested positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported that they were draining slowly treatment, and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler. The patient was issued a new cycler and the complaint cycler was scheduled to be returned for manufacturer analysis. Additional patient and event information was requested, but was not provided.

Manufacturer narrative:
Additional information: event description and pt sex.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported that they were draining slowly treatment, and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler. Upon follow up, the patient's peritoneal dialysis nurse (pdrn) confirmed that the patient did not experience any serious injury, adverse event, or require medical intervention as a result of the reported event. The patient was has received a new cycler and has continued treatment without further issue. The complaint cycler was scheduled to be returned for manufacturer analysis. The patient is male with initials s.s. Additional patient and event information was requested but was not provided.